Manufacturer narrative:
The hill-rom tech found the ground pin was loose on the power cord. He replaced the power cord to resolve the issue.

Event description:
Info received indicated the bed had a loss of ground continuity.